Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: deflation: not observed. Additional observations: yellow particles inside of the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.